Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
Customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. On (B)(6) 2018, customer tested on the meter by fingerstick and the result was 6.5 inr. The customer then retested on their doctor's coaguchek xs meter of unknown serial number and the result was 6.5 inr. The customer had a lab test within 7 hours and the result was 3.9 inr. On (B)(6) 2018, customer tested by fingerstick on the meter and the result was 6.9 inr. The customer had a lab test within 7 hours and the result was 4.1 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer's warfarin dose was reduced based on meter results prior to the (B)(6) 2018 test. Customer has no hematocrit issues, no antiphospholipid antibodies, no direct thrombin inhibitors, no heparin and no bleeding. The customer has had some bruising but has not required treatment. The customer recently started taking vitamin b6 but their physician does not think it would impact inr. Customer was recently on vacation and had dietary changes while on vacation. There was no allegation of an adverse event. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.